Event description:
Discordant, false positive immulite 2000 xpi toxoplasma igg results were obtained on two patients. These results were not reported to the physician. The laboratory repeated the samples using two different instruments and negative results were obtained. There was no known report of treatment given or withheld based on the discordant, false positive toxoplasma igg results.

Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site. After analysis of the immulite 2000 xpi instrument and data, the cause of discordant toxoplasma igg result is unknown. The fse did not observe any improper functioning of the instrument. The instrument is performing within specifications. Siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of 99.4% for the immulite systems toxoplasma igg assay. No further evaluation of the instrument is required.